Event description:
It was reported to boston scientific corporation that during a wallflex colonic stent placement procedure, on (B)(6) 2012, the physician experienced difficulty advancing the dreamwire (3005099803-2012-00881) and tandem cannula (3005099803-2012-00916 ) due to a tight stricture caused by severe stenosis, associated with a malignancy. The guidewire and wallflex colonic stent (3005099803-2012-00891) were successfully inserted into the tortuous target site. The handle was slid completely, toward the proximal end to release the stent and remove the delivery system from the patient. According to the complainant, the stent did not fully deploy and was drawn back into the endoscope. Additionally, a perforation was noticed by CT scan around the stricture, ''at the analis side.'' Subsequently, an unknown surgery was performed to treat the perforation. The physician reportedly believed the perforation to have occurred during the insertion of the guidewire into the stenosis, but thought it was a high possibility that the tandem contributed to the perforation. Additionally, in the physician's assessment the perforation was not related to the stent. Reportedly, no damage was noticed to the guidewire, cannula or stent and fluoroscopy was used during the procedure to visualize the target site. The procedure was not completed and the patient's condition at the conclusion of the procedure was reported to be ''stable.'' Additional follow up confirmed that when the user was removing the partially deployed stent from the endoscope, it got caught on the working channel and deployed prematurely.

Event description:
It was reported to boston scientific corporation that during a wallflex colonic stent placement procedure, on (B)(6) 2012 the physician experienced difficulty advancing the dreamwire (3005099803-2012-00881) and tandem cannula (3005099803-2012-00916 ) due to a tight stricture caused by severe stenosis, associated with a malignancy. The guidewire and wallflex colonic stent (3005099803-2012-00891) were successfully inserted into the tortuous target site. The handle was slid completely, toward the proximal end to release the stent and remove the delivery system from the patient. According to the complainant, the stent did not fully deploy and was drawn back into the endoscope. Additionally, a perforation was noticed by CT scan around the stricture, "at the analis side". Subsequently, an unknown surgery was performed to treat the perforation. The physician reportedly believed the perforation to have occurred during the insertion of the guidewire into the stenosis, but thought it was a high possibility that the tandem contributed to the perforation. Additionally, in the physician's assessment the perforation was not related to the stent. Reportedly, no damage was noticed to the guidewire, cannula or stent and fluoroscopy was used during the procedure to visualize the target site. The procedure was not completed and the patient's condition at the conclusion of the procedure was reported to be "stable." Additional follow up confirmed that when the user was removing the partially deployed stent from the endoscope, it got caught on the working channel and deployed prematurely.

Manufacturer narrative:
(B)(4) for the reported issue of stent partially deployed. (B)(4) for the reported issue of stent deployed prematurely. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the outer sheath was fully retracted and the stent was fully deployed. No issues were found with the deployed stent. It was noted that the inner shaft was kinked just proximal to the stent holder. No other anomalies were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.